Event description:
Medtronic received a report that the pipeline failed to open in the distal. The patient was undergoing surgery for treatment of a saccular, unruptured, left palophthalmic aneurysm with a max diameter of 8 mm and a 8 mm neck diameter. The landing zone was 4.2 mm distally and 5 mm proximally. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure was satisfactory. It was reported that all the preparation was followed as indicated in the package insert. The pipeline stent at the time of the implantation, did not open at the distal part. Maneuvers of repositioning, correction of the tension of the delivery system, and opening and recapping of the system still did not open the stent. The stent was replaced by another device. The pipeline was stuck in the capture coil. More than 50% of the pipeline had been deployed when itfailed to open. The pipeline was resheathed more than 2 times. The pipeline was resheathed and removed with the microcatheter, and from the patient. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications associated with this event were reported. There was no injury as a result of the event. Ancillary devices include a phenom 27 microcatheter (lot: 231973616).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.